Event description:
On four consecutive days I used sd biosensor pilot covid-19 at-home tests with lot #53k38p2t1 that were later recalled by the FDA due to bacterial contamination. I did not have any signs of bacterial infection, but I suspect false negative results, which is listed as a concern in the recall information. I used the tests because I had covid symptoms starting 3 to 4 days after a confirmed exposure. I continued to have symptoms for 3 to 4 weeks. After a week of illness I called my health care provider (B)(6), and a nurse there advised that I did not need to come in for a pcr test, partly because of the negative home test results which are now in question. Reference reports mw5117582, mw5117583, mw5117584.